Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Eminent clinical trial. It was reported that the subject was diagnosed with an occlusion of the left distal arteria superficial femoral artery (sfa). The subject was enrolled in the eminent study on (B)(6) 2018. The target lesion was located in the left distal sfa with 99% stenosis and classified as a tasc ii a lesion. The lesion was 30 mm long with a proximal reference vessel diameter of 4.38 mm and a distal reference diameter of 4.11 mm. Prior to target lesion treatment, pre-dilation was performed. A 6 mm x 40 mm eluvia stent was used for the treatment of the target lesion, followed by post dilation. The residual stenosis was 0%. The subject was discharged on (B)(6) 2018 with antiplatelet therapy. On (B)(6) 2021, 1186 days post the index procedure, the subject presented with complaints of claudication symptoms which have been increasing significantly over the previous three days. In addition, the subject reported severe pain in the hallow region of the left knee and in the left calf after walking for a few meters, which is repeatedly restricted to 30-50 meters. The same symptoms were reported at rest. Physical examination revealed delayed recapitalization and small signs of distal embolization on the left side. Peripheral pulses were absent in left popliteal artery, dorsalis pedis artery and posterior tibial artery. Angiological examination performed on the same day revealed moderately restricted, non-critical arterial resting perfusion on the left. Duplex ultrasound of lower extremities arteries revealed moderate stenosis in the proximal section of the left external iliac artery, with a flow velocity with a steep systolic increase and an indication of a triphasic signal subsequently. The left sfa is 100% occluded approximately 12 cm shortly before the start of the stent, with reconnection in the distal section of the sfa approximately 6 cm shortly before the end of the stent with a post-occlusion signal subsequently. At the time of the reported evet, the subject was on aspirin. The subject was diagnosed with an occlusion of the distal sfa and was recommended to undergo revascularization procedure as a treatment for the event at a later date. On (B)(6) 2021 the subject was hospitalized for the planned interventional procedure. On (B)(6) 2021, 1191days post index procedure, treatment was performed on the target lesion which was 100 mm long and located in the mid to distal sfa including the proximal popliteal artery with 100% stenosis. The lesion was treated with a 6 mm percutaneous angioplasty (pta) balloon to the left external iliac artery. No recoil was shown in angiography. Recanalization of the in-stent thrombosis in the left sfa was performed with rotarex 6f thrombectomy by using lysis bolus. Thrombectomy was followed by 5 mm pta balloon and 5 mm drug coated balloon. A 5 mm x 120 mm herkulink stent was placed in the left popliteal artery. Post angiography showed an absence of hematoma and 0% residual stenosis. The event was resolved and the subject was released with the recommendation of permanent therapy of aspirin. Postinterventional follow-up showed a practically normalized arterial measurement. The puncture site is normal, no hematoma, no evidence of an av fistula or pseudoaneurysm.